Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impaction/extraction location has snapped off.

Manufacturer narrative:
Conclusion and justification status: the complaint states impaction/extraction location has snapped off. Peninsula pvt. Surgeon unknown. Please note that the broken piece was not returned to engineering the investigation confirmed the failure mode as reported. The returned device was reviewed by bioengineering and a report was received stating customer requirements/design inputs states all the hp instruments should (except where specified) be robust to 5 years/1000 uses. The current device lot code indicates the part was manufactured in october 2009, giving a service life of over 6 years to date. Given this service life and the evidence of considerable use this failure would be attributed to the device being worn from normal use and servicing. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.